Event description:
Consumer alleges they leaned over in the chair to reach something when the front of the seat upholstery stretched, causing the chair to fold up and entrapped their testicle in the crossbraces.